Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: s7 argus os, software version: 1.2. The software investigation determined that the behavior described was the intended behavior of the software. The case was re viewed and the issue was resolved after upgrading the ndi firmware to rev 14. The software was functioning as designed. Evaluation codes that apply to this testing: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that as soon as the medtronic representative started the sonocal software, the camera and polaris spectra system control unit (scu) would start cycling. Technical services (ts) had the medtronic representative uninstall/reinstall ultrasound calibration software. Ts had him bypass the I/o hub but there was no change. Ts had him run ndi firmware rev 14 and it resolved the issue. There was no patient present when this issue was identified.